Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2015. The fse indicated that he replaced the hgb valve, hgb associated tubing, and hgb cuvette (chamber), which had a cloudy appearance. The hgb blank shift errors are attributed to the cloudy hgb chamber. The instrument was inspected after the change of parts and passed stability for the hgb output. (B)(4).

Event description:
The customer reported intermittent hemoglobin (hgb) blank shift error messages on a unicel dxh 800 coulter cellular analysis system. The customer requested a service visit. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.